Event description:
Prostar-percutaneous vascular surgical device was used to suture artery closed. However, the user experienced difficulty removing the needles and the safety mechanism on the handle disconnected which prevented tearing of the artery. The pt was then taken to the operating room for removal of the needles.